Event description:
Devilbiss healthcare received a complaint of "low suction" involving a devilbiss suction device. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The unit was returned to devilbiss for evaluation. The root cause of the low suction condition was a defective pressure gauge. The unit was repaired and returned to the customer.